Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator breath stacking no yellow and blue wave forms noted. The vti (inspiratory tidal volume) was set at 500 delivering 482, vte (end tidal volume) was 519 and the turbine was very loud during the call. The customer confirmed that there is no patient involvement associated with this reported event.